Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. Reprogramming was attempted, but did not restore effective therapy. In turn, patient had the ipg explanted on an unknown date.

Manufacturer narrative:
Patient weight added the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient's ipg was explanted in 2014, but the exact date is unknown. No intervention was done against the leads. No additional information is available.